Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.

Event description:
Attorney alleges patient was implanted with a 6949 lead and as a direct and proximate result, patient "suffers from apprehension and fear that the sprint fidelis lead implanted in his heart may fracture, cause inappropriate shocks, and may fail to provide shocks necessary to maintain a regular heart rhythm or regulate his heart rate, which may lead to severe injury and which may be fatal. (Patient) has sustained emotional distress, mental anguish, economic losses and other damages." Review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death is being requested.